Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has fluid in the battery compartment and does not work. Customer's blood glucose was 252 mg/dl at the time of incident. The product will not be returned.

Manufacturer narrative:
Device passed displacement test. V alarmed power supply test failed during self-test during self test due to corroded electronic assemblies. Device received with corroded motor home switch, corroded battery tube and cracked case (battery tube).